Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a c-00 error on the erbe integrated electro surgical unit(iesu). Customer stated that they power cycled and hard cycled iesu multiple times but the issue remained. The customer swapped to another vision cart with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were not placed on patient. The patient cart was not docked when this issue was found. There was no delay to the procedure due this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and the reported issue was able to be confirmed via logs and replicated during in-house testing, the unit immediately presented c-33/c-00 error upon startup. The probable root cause is attributed to a component failure.